Event description:
Reporter reports back to back testing on the same meter while using the inform system with results of 47mg/dl and 89mg/dl. Reporter states quality controls were all in range; results were not provided. No info was provided on the pt or pertaining to the treatment given to the pt. A request was made for return of the suspect product and a replacement was sent.